Event description:
It was reported that a (B)(6) pediatric patient underwent a resection loop for "intussusception" and intestinal anastomosis on (B)(6) 2013 and suture was used. On the fourth post operative day the patient experienced a wound dehiscence of the wall opening and the anastomosis. The wound was re-closed with a different suture. The patient also was diagnosed with an infection.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.